Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was offline and unable to turn on. The field service engineer replaced controllers to resolve the issue. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system was offline and unable to turn on. There were no adverse events or injuries reported based on this event.